Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n278574, implanted: 2011-(B)(6), product type accessory product ID 3550-29, lot# n264299, implanted: 2011-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) revision surgery in (B)(6) of 2011 due to the ins being tilted. If additional information becomes available, a supplemental report will be filed. Reference manufacturer report number: 3004209178-2013-03527 reference manufacturer report number: 3004209178-2013-03494 reference manufacturer report number: 3004209178-2013-03825

Manufacturer narrative:
(B)(4).